Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device found with the directional flow label labels missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the case shimming. The case shimming is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device direction of flow label was missing. No additional information is available.